Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description (B)(6)2018 12:02:07 (B)(6). Please refer to file #2018-027513-256618 from (B)(6). Problem description (B)(6) 2018 06:10:34 (B)(6). Npi sn (B)(4). (B)(6) had an error code 200.5040 on lvp8100. His pcu software was (B)(4) and lvp software was (B)(4). I remote in to his computer, assisted him set up firmware flash file in asm configuration package. And flashed the lvp software to (B)(4).